Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18284. The patient reported she has been unable to communicate with or charge her ipg. The patient indicated the issue began approximately 6 months ago. The sjm representative met with the patient and confirmed the issue. Additionally, the patient indicated that in (B)(6) 2012, she began to experience ineffective stimulation. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.